Event description:
Initial result for a patient troponin t was 0.082 ng/ml. When repeated, the results were 0.144, 0.080 and 0.127 ng/ml. When repeated on another instrument the results were 0.082 and 0.077 ng/ml. The incorrect results were not reported. The field service representative found the sipper probe was occluded and repaired the instrument.